Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing, intermittent fluctuating blood glucose (bg) levels ranging from ¿low¿ to ¿high¿, specific values were not provided. Reportedly the customer required assistance from their spouse with treating the low, who brought them carbohydrates to consume. Customer addressed elevated bg via manual insulin injection. Reportedly the customer reverted to an alternate method of insulin therapy.